Manufacturer narrative:
B5: the initial complaint is not reportable. Claim# (B)(4).

Manufacturer narrative:
H6: lens was returned dry in a microcentrifuge vial. Visual inspection found an optic deformed and haptic bent and deformed lens. Dimensional inspection found lens to be manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
A4-a6: unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation, the patient experienced lens rotation not associated to a low vault. The lens was intraoperatively implanted, removed, and replaced and the problem was resolved. Cause of event was other. It was reported that the case has been resolved with no lens rotation.